Event description:
The pt had sob, nausea, and an increased bp and respiratory distress. The reporter of this event was contacted for additional info. Verbally it was reported in 2006, that a pt undergoing dialysis had respiratory distress, a blood pressure drop and then became unresponsive. The staff gave a saline bolus and the pt became alert. The pt did not require any further medical intervention from this event. The pt was re-hooked back up to dialysis machine to continue treatment and the pt this time experienced respiratory distress and hypotension. The dialysis treatment was discontinued. The pt was reinfused and a new set of bloodlines as well as a 180nr dialyzer were set up and the treatment was able to be re-started and completed as ordered. The treatment sheets have been requested several times but have not been received as of today. No sample is available.